Event description:
It was reported that the left ventricular (lv) lead experienced impedance measurements of greater than 2,000 ohms. It was further confirmed via over-exposed x-rays that there was partial lead insertion. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID d314trg cardiac resynchronization therapy defibrillator, implanted: (B)(6) 2011. (B)(4).